Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. Reportedly patient had to change battery 3 times within the last 30 days. Review of alarm history showed multiple replace battery alerts. Patient stated that there was no evidence of moisture in the battery compartment, the battery cap was in good condition, and was tightening properly. Patient denied that there was issue with the buttons sticking or the display screen coming on without user input. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered to the verify screen normally. Multiple low battery warnings, two replace battery alarms and multiple partially discharged battery installation events were observed in the black box history. The battery compartment was observed to be intact with no cracks. There was evidence of moisture contamination on the underside of battery cap observed. The battery cap was able to fully tighten to the pump. A power loss was not observed. The current draws were observed to be within specifications. The pump passed a leak test. The pump case was removed and there was no evidence of additional moisture contamination inside the pump. Inspection of the battery terminal contacts revealed no evidence of intermittent contact. Product analysis concluded the initial complaint was related to low voltage in replacement batteries and moisture ingress under battery cap.